Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The mother reported via phone call that the customer had damage to the insulin pump. The mother reported a crack was present on the insulin pump's screen. Customer's blood glucose was 220 mg/dl. The mother also reported the buttons were sticking on the insulin pump and the escape button was intermittently responsive. The mother noted the keypad anomaly when the customer attempted to deliver insulin to their body. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.